Manufacturer narrative:
Visual analysis was performed on the returned product. The difficulties could not be tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported form this lot. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified superficial femoral artery and femoral popliteal. A non-abbott atherectomy device was used along with an emboshield nav6 embolic protection system (eps) with no resistance. The eps retrieval catheter was unable to fully retrieve the filter, so the whole system was to be removed as one unit with an unspecified 7 french sheath. However, the catheter became stuck in the sheath, and after applying force, the system was removed. It was then noted that the filter membrane was separated into two pieces. No portion of the device remains in the anatomy, and the patient was good. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.